Event description:
The clip applier would not close after just a few clips were used. A new clip applier was opened to complete procedure without difficulty. Manufacturer response for clip applier with clip logic, covidien (per site reporter): manufacturer provided rga# and product return shipping container.